Event description:
The customer reported questionable vitamin b12 results on 3 patient samples. Results from 1 sample were found to be discrepant. The initial b12 was 154.80 pg/ml. The result was not released outside the laboratory. The test was repeated with fresh reagent and yielded a b12 of 347.5 pg/ml. As the initial results were not released outside the laboratory, no patients were adversely affected. Initial testing was performed with b12 reagent lot number 15894201. Repeat testing was performed with lot number 15643507. It was noted that prior to the initial testing the reagent was taken out of the refrigerator and allowed to warm for about one half hour before use. Labeling requires the reagent to be brought to approximately 20c before use. The customer declined a service visit.